Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c (501) module. The doctor questioned the initial results which prompted the customer to repeat the samples. For patient 1, the initial na result was 165 mmol/l with flag. The repeat result was 140 mmol/l. For patient 2, the initial na result was 154 mmol/l with flag. The repeat result was 139 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data prior to the event was acceptable. The customer performed qc after the initial results were questioned and level 1 was out of range. The customer checked all reference solutions and electrodes and loosened the ise sipper tubing. The customer repeated calibration and qc successfully. The field service engineer (fse) found that a vacuum nozzle was clogged. The fse removed the blockage, replaced the sipper nozzle, and the cleaned the is bath. Mechanical and precision checks were performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.